Manufacturer narrative:
A field service engineer investigated the ventilator on-site following an issue with improper regulation of oxygen concentration. The root cause was identified as a defective rotary encoder on one of the direct access knobs located along the bottom of the user interface screen. These knobs allow direct control of four breathing parameters, which automatically adjust based on the selected ventilation mode. The faulty rotary encoder was replaced, and the ventilator subsequently passed all functional and safety tests. It was cleared for clinical use. The replaced part was not returned for further investigation. Results of the investigation shows that the complaint is not reportable under the MDR regulation. This failure condition is considered low frequency with minimal risk, as adjustments can still be made via the touch screen and the main rotary dial.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the o2 gas supply was defective. There was no patient harm. Manufacturer's ref #: (B)(4).